Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the end user (EU) heard an unusual noise when he opened the catheter and during the use catheter breaks at junction of the two diameters. EU did not seek medical advice. There was no harm for the EU: no pain and no bleeding. The EU managed to remove the catheter himself. The catheter broke & separated at insertion. By extending it, there was an unusual noise.